Manufacturer narrative:
Issue described to agency in recall.

Event description:
Pt reported that she attempted to prime her infusion set when she noticed that the outer tubing of her infusion set separated from the inner tubing and luer lock. The pt immediately changed her infusion set and checked her blood glucose value. The pt's blood glucose was 160 mg/dl. After changing her infusion set, the pt reported that everything was fine. The pt did not report assistance by a healthcare professional or second party to address the issue. The product has been requested for return to evaluated.